Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced acute urinary tract infection and hematuria. (B)(4).

Event description:
It was reported that following insertion the patient experienced acute urinary tract infection and hematuria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient in order to treat stress urinary incontinence, abnormal uterine bleeding, fibroids. It was reported that the patient had the concurrent procedures of a tvh, mesh, and cystoscopy performed during mesh implantation. It is reported that the patient experienced pain, erosion of her internal bodily tissue, urinary problems, vaginal scarring and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.